Manufacturer narrative:
(B)(4). Date sent: 12/16/2019. Date of event: publication year of 2018. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: ivor lewis minimally invasive esophagectomy for esophageal cancer: an excellent operation that improves with experience. Authors: abby white, do, suden kucukak, md, daniel n. Lee, bs, emanuele mazzola, phd, yong zhang, md, and scott j. Swanson, md. Citation: j thorac cardiovasc surg 2019;157:783-9. This retrospective chart review aimed to assess the learning curve of minimally invasive ivor lewis esophagectomy (miile) and to evaluate perioperative outcomes, including anastomotic leak and hospital readmission, as a function of graduated surgeon experience. Between april 2009 and april 2017, a total of 221 patients (n=147 males, mean age: 64.6 years, range: 28.2-88.1) underwent esophagectomy. The harmonic scalpel (ethicon) was used to mobilize the greater curvature starting with the short gastric arteries. Complaint included blood loss (mean: 327.1 ml, range: 50-2500ml) (n=3). These patients received intraoperative blood transfusion. In conclusion, miile is safe and effective for esophageal cancer, the results of which improve with the surgeon¿s experience.